Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue could not be duplicated. The main key pad, small keypad, therapy connector were replaced as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. A clinical review was performed and found there is not enough information to determine the device¿s contribution to the reported outcome.

Event description:
The customer contacted stryker to report their device did not deliver a shock as expected while in use with a patient. The patient associated with the reported event did not survive. It is unknown if the reported issue caused or contributed to the patient death.

Event description:
The customer contacted (B)(4) to report their device did not deliver a shock as expected while in use with a patient. The patient associated with the reported event did not survive. It is unknown if the reported issue caused or contributed to the patient death.

Manufacturer narrative:
(B)(4) continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.